Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. X-ray assessment showed that femoral component size is thought to be appropriate for the patient's anatomy, and is noted to be similar to that of the contralateral left knee. Femoral condyle marked subsidence of the femoral component into the lateral femoral condyle results in the false impression of under-sizing on the ap view and over-sizing on the lateral view. The tibial component appears intact without gross evidence of loosening. The tibial component is malpositioned, exhibiting approximately 9° varus malalignment. An osteochondroma arises from the proximal fibular metadiaphysis. From provided information root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: part number: 00576201452, nexgen lps-flex gsf porous femoral, lot number: 61422352. Part number: 00594604010, nexgen lps mobile articular surface, lot number: 62725545.

Event description:
It has been reported that following an initial total knee arthroplasty, the patient was revised due to tibial loosening and a possible undersized femoral component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06617. Reported event was confirmed through provided radiographs. X-ray assessment showed that femoral component was oversized and there was no tibial loosening but femoral loosening evaluated. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. From provided information root cause can be determined as possible misuse of femoral component which cause the loosening. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.